Manufacturer narrative:
System functionality confirmed; no internal fault found. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the pedal was non-functional, and a water leak in the room was identified on an azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.